Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 3.0 mmol/l and 9.4 mmol/l. Customer had a glass of orange juice after reading of 3.0 mmol/l. No serious injury reported. Requested return of suspect device for evaluation.